Event description:
In 2015, mentor memory gel silicone breast implants. Since then, joint pain, migraines, skin rashes, heart issues, swelling hands and feet, allergic to tellurium tetrachloride , alloy found in stainless steel and copper, both found in mentor silicone implants. Notified johnson and johnson, mentor and plastic surgeon. Nobody cares. I was not informed properly before surgery as to contraindications for patients with metal sensitivity/allergy. There is no black box warning. There was no language of bii in my pamphlet in 2015. There is no clear language for patients, in layman's terms as to ingredients in the breast implants. Had I known, I would never have gotten them. Hundreds of thousands of women are suffering. There is no accountability for manufacturers or surgeons who are implanting devices. Nobody is doing independent research with neurologists, allergists, dermatologists, rheumatologists, etc. It is shameful. If your mother, sister, or daughter had silicone breast implants, a heavy metal allergy and health symptoms, would you advise her to keep the implants in and tell her she is safe? How is this surgery any different than the surgeries that went on in nazi prison camps on women that was "experimental'? It is no different. Manufacturers of silicone have known of toxic effects of silicone since the 1950's, and in 1976 when the FDA stepped in to regulate medical devices, breast implants were grandfathered in what I need help and direction. I am trying to have explant surgery done and appealing a recent decision from (B)(6) saying it's not medically necessary. When will the insanity stop? When will you realize the female gender is just as important as the male gender. Do something. I am planning to have explant surgery as soon as I can. I am concerned about leaving implants in, my body is rejecting them, is under oxidative stress, and I don't want to die. FDA safety report ID# (B)(4).